Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose in (B)(6) 2017 with blood glucose of 480 mg/dl. The customer reported that she had reaction due to manual injection and once she started injecting she got high blood glucose and went to hospital. The customer was off the pump since morning of (B)(6) 2017. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.